Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the dingus pins got stuck during the gantry door operation and caused all switches to be misaligned. The jammed gantry door was freed and the five door switched and mechanism were adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that while performing training with the system, a manufacturer representative noticed that a "door open" message was being received on the pendant. The representative confirmed that the covers were fully closed and rebooted the system. The pedant still said "door open". The door was opened and closed several times and it was not possible to clear the message. There was no patient present when this issue was identified.